Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) had a fault code # 77 error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h6(health effect ¿ clinical code & type of investigation), h10. Corrected fields: d4 (version or model #).

Event description:
N/a.

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) had a fault code # 77 error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge sales representative arrived at the customer's site and verified the reported issue. It was discovered that although the temperature of the compressor part was cold, the unit showed 93 degrees celsius. The iabp unit was removed from the customer's site an brought to getinge japan's offices where it was evaluated by a getinge field service engineer (fse). The fse replaced the temperature sensor probe and the issue was observed to be resolved. As a precautionary measure, the fse also replaced the scroll compressor. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Due to hospital visiting restrictions, two online meeting were held with the facilities medical engineers and physicians who were informed of the repairs of the unit. They accepted the repairs and the iabp unit was then cleared for clinical use and returned to the customer.